Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had post-reset ram crc alarm. Customer stated that the pump keyboard that does not work anymore. Customer reported they were unable to clear the alarm. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
Retainer ring black. Pump case: ngp. Customer returned device for alleged unresponsive keypad and pump error 23 found on september 17, 2022 received device with unresponsive keypad. Unable to perform displacement test and self test due to unresponsive keypad. Unable to confirm alarms in pump alarm history on event date due to unresponsive keypad. All buttons were tested individually for their functionality, no buttons functioned. Moisture damage noted on keypad traces. Unresponsive keypad due to moisture damage. Unable to download history files and traces due to unresponsive keypad. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, and corroded keypad trace. Unresponsive keypad confirmed due to corroded keypad traces. Unable to download history file and traces due to unresponsive keypad. Unable to confirm alleged pump error 23 due to unresponsive keypad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.